Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin and replace the abutment on (B)(6) 2025. The internal fixture remains.